Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Based on the sample condition it could be confirmed that the stent failed to deploy. The stent was found partially deployed and could not be deployed during sample evaluation. The inner lumen could be successfully flushed. The inner catheter protruded out of the distal tip due to the deployment attempt by the user. Therefore, the flushing lumen was sealed and flushing through the t-luer adapter was not possible during sample evaluation. No indication was found for manufacturing related issue. Potential factors that could have led or contributed to the reported event have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. This kind of event may be associated with a difficult patient anatomy or a challenging placement site resulting into high friction during the attempt to release the stent. The lesion site was the vena cava, which represents an off-label use of the device and could be a contributing factor for the reported event. Insufficient flushing of the device could be also a contributing factor for the reported event. Reportedly, the system was flushed prior to use with some difficulties. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "visually inspect the bard lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment" and "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Furthermore, the IFU demands for sufficiently flushing of the device through both luer ports prior to use. Furthermore, the reported application represents an off-label use of the device. The bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records are being reviewed. The investigation is currently ongoing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that the stent delivery system was difficult to flush and once advanced to the lesion site in the svc, resistance was encountered while attempting to deploy the stent. Therefore, the entire system was retracted without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.